Manufacturer narrative:
(B)(4). Batch # u5am2j. Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge reload present. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembly, evidence of corrosion was noted on the motor. No functional test was performed due the condition of the device. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device stopped mid-fire. There were no patient consequences reported. No additional information is available at this time.